Event description:
The crosssail was used successfully to treat an lad lesion. During withdrawal of the catheter from the pt, resistance was felt with the device and guide wire. The distal shaft of the catheter separated near the guide wire exit notch as it came out of the pt. The separation occurred completely outside of the guiding catheter and both segments of the catheter were easily removed manually from the guide wire. There was no pt injury.